Event description:
(B)(4). After essure my life change, I was in pain all the time, pelvic pain, my left leg pain, allergy to nickel, a lot of anxiety, and moody. This not just affect me affect my all my family I couldn't take care of my kids the way I was doing before essure and the way they need. After one year with essure I got cervical pre-cancer. Finally yesterday(B)(6) 2016 I'm essure -free.